Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, the jaws of the stapler wouldn't close, another load was used to complete the case. There was no patient harm.